Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm micl 13.2 implantable collamer lens of -14.5 diopter lens was implanted into the patient's left eye (os) on (B)(6) 2022 as an exchange lens. "Patient is bothered by nighttime haloes." The lens remains implanted. See MFR# 2023826-2022-01426 for the initial implant lens.